Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed no damage to the pump, and the tamper seals had been replaced with non-original equipment manufacturer seals. Review of the event history log showed an occurrence of a "battery not working" error message. Functional testing was unable to duplicate the reported issue. The battery was replaced as a preventive action. With no indication of a manufacturing defect found during evaluation, no device history review was performed. Per service history review this device has not been in for service previously.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited a system failure error. No adverse patient effects were reported by the customer.